Manufacturer narrative:
The insulin pump was received with broken off end cap, cracked case at the display window corner, minor scratched lcd window, cracked battery tube threads, broken belt clip slot at the battery tube threads area, and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported the case on the insulin pump was broken. Customer's blood glucose was unknown. The insulin pump is being returned for analysis.